Event description:
It was reported the customer had alarms on their insulin pump. Customer also reported their numbers were ramping up. It was also found the customer was unable to clear their alarms because the buttons were unresponsive. The customer's blood glucose was 223 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a blank display due to a damaged trace at the interface circuit board. No error alarms could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.